Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that his device flipped the day she got out of the hospital. The patient could not live with the device protruding out in her back. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain information about the circumstances that led to the device flipping and the steps taken to resolve the issue. If additional information is received, a follow up report will be sent.